Event description:
Hysteroscopy, d&c, and ablation procedure. Inserted disposable device ns2000 did not deploy. Device removed, hysteroscopy done without evidence of perforation. A 2nd disposable ns2000 unit placed which did deploy. No evidence to support nvc 2069 (control unit) malfunctioned. Unit out of window for manufacturer tech support.